Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in the clinic after experiencing a vibratory alert. The implantable cardioverter defibrillator went into back-up vvi mode. A device download was successfully performed.

Event description:
New information notes the patient's condition before, during and post download was normal.